Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-300b burr attachment stopped working during a case, and a motor error was showing on the console. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. An OEM notification was sent to the supplier on 08/31/2023. At the time of the investigation assessment, no information has been provided to arthrex product surveillance that would allow an investigation into the allegation to be conducted. Should additional information be provided, the complaint record will be reopened and reassessed. The reported allegation within this record will be trended as a part of the arthrex product quality complaint trending process.